Manufacturer narrative:
The reported issue was inconclusive due to no sample was returned for evaluation. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective temperature cable. However, this could not be confirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "temperature probe placement patient temperature control with the arctic sun® temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun® temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement."

Event description:
It was reported that the arcticsun device beeped intermittently for hours with no alerts or alarms displayed. The nurse stated that the beeping started after the normothermia patient was moved. The patient was in contact isolation. The patient temperature was 36.9c, the target temperature was 37.5c , water temperature was 32.9c, and the flow rate was 3.1l/min. There was a bladder probe in place and four pads with good coverage. Per troubleshooting with ms&s, the nurse was advised to cycle the power to clear the beeping. The event log showed an alert 50 (patient temperature 1 erratic) and an alarm 14 (patient temperature 1 out of range). Ms&s recommended confirming the patient temperature with a secondary source. The nurse noted that she would switch out the cable and if the alarms/alerts reoccurred, she would change out the bladder probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arcticsun device beeped intermittently for hours with no alerts or alarms displayed. The nurse stated that the beeping started after the normothermia patient was moved. The patient was in contact isolation. The patient temperature was 36.9c, the target temperature was 37.5c , water temperature was 32.9c, and the flow rate was 3.1l/min. There was a bladder probe in place and four pads with good coverage. Per troubleshooting with ms&s, the nurse was advised to cycle the power to clear the beeping. The event log showed an alert 50 (patient temperature 1 erratic) and an alarm 14 (patient temperature 1 out of range). Ms&s recommended confirming the patient temperature with a secondary source. The nurse noted that she would switch out the cable and if the alarms/alerts reoccurred, she would change out the bladder probe.